Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient went into a revision procedure after pocket closure, due to loss of capture and high pacing thresholds caused by patient condition. This right ventricular (rv) lead was explanted and a new lead was placed successfully. No additional patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing and cut/cuts in the outer insulation. Based upon the clinical observations and the laboratory findings, it is believed that the cuts were likely explant damage. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding the failure to capture and high capture threshold allegations.

Event description:
It was reported that this patient went into a revision procedure after pocket closure, due to loss of capture and high pacing thresholds caused by patient condition. This right ventricular (rv) lead was explanted and a new lead was placed successfully. No additional patient effects were reported.